Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. It is likely that there was a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facilities concerned. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed during an onsite visit; the user facility staff was using an insufficient or incorrect reprocessing procedure and the scope was used for the next procedure. No patient infections or injuries were reported.

Manufacturer narrative:
A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2023. During the in-service, the customer was not aspirating after brushing the scope, but they found a portable suction that was able to be implemented immediately. A hands-on scope reprocessing and infection control in-service for the staff was conducted and covered infection control information referenced in the user manual and reprocessing manual. This event is under investigation. A supplemental report will be submitted upon receiving additional information.